Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that she "felt a prick in her thigh" at the pod site but, upon inspection, the "pod looked normal". The pod was later changed - at this time, she noticed "there was a lot of blood" at the site and that the cannula was kinked. Despite this, the pod did not initiate an alarm. Her bg levels were high (384mg/dl) at the time the pod was removed. The device will not be returned for evaluation.